Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported by the customer that after procedure the metal head was dissociated from the stem neck. Update 05/february/2021: as also reported in the intake form: "returned to (revise) the patient to remove the implanted head and implanted bipolar cup and place a new one." Update 08/february/2021, a hip implanted on (B)(6) 2021 failed and was revised on (B)(6) 2021.